Manufacturer narrative:
A partial lead measuring 48.2cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient developed left upper extremity arteriovenous malformation (avm) due to subclavian vein occlusion. The system was explanted. The patient tolerated the procedure well and there were no intraprocedural complications. Few days later, new device system was implanted on patient¿s right side.